Event description:
Boston scientific received information that a review of the daily measurements for this right ventricular (rv) lead revealed out of range impedances since (B)(6) 2010. Additionally, measurements were greater than 2500 since (B)(6) 2011. A lead fracture was revealed and the lead was removed from service. The patient is not pacemaker dependent and no adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.